Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The battery longevity had dropped from 6yrs to now remaining at 6 months within 6-month period. Technical services (ts) reviewed and recommended the timeframe for replacing this device. The device currently remains in service. No adverse patient effects were reported.